Manufacturer narrative:
(B)(4). This is report 2 of 2 for this incidence of peritonitis. As the patient discards supplies after each use a sample was not available for evaluation. A follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (gd879924) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011 a customer contacted baxter and verbalized he had just been released from the hospital. On (B)(6) 2011 baxter's global pharmacovigilence contacted the patients peritoneal dialysis rn that on an unknown date the patient was diagnosed with peritonitis. On unknown date pd effluent cultures were taken. The patient was hospitalized from (B)(6) 2011. She stated that the cause of the peritonitis was most likely from touch contamination. There was no allegation against any baxter solution or device. No further information available.